Manufacturer narrative:
An event of patient effects of cardiac arrest, low blood pressure, and hemorrhage was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported cardiac arrest, low blood pressure, and hemorrhage could not be confirmed. The unexpected medical intervention was a result of case-specific circumstances, as CPR was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 16mm amplatzer amulet left atrial appendage occluder was implanted in the patient. After the amulet procedure, a percutaneous coronary intervention (pci) was done on the right coronary artery (rca). The patient's blood pressure was dropped and had tenderness in abdomen. The patient was take for a computed tomography (CT) and went asystole. A cardiopulmonary resuscitation (CPR) was performed, patient stabilized and went back to cardiac catheterization lab for further testing. It was determined that patient had a retroperitoneal (rp) bleed from the arterial stick not the venous stick. As per physician this was not related to amulet implant. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size amplatzer amulet left atrial appendage occluder was implanted in the patient. After the amulet procedure, a percutaneous coronary intervention (pci) was done on the right coronary artery (rca). The patient's blood pressure was dropped and had tenderness in abdomen. The patient was take for a computed tomography (CT) and went asystole. A cardiopulmonary resuscitation (CPR) was performed, patient stabilized and went back to cardiac catheterization lab for further testing. It was determined that patient had a retroperitoneal (rp) bleed from the arterial stick not the venous stick. As per physician this was not related to amulet implant.